Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was end of life (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared end of life (eol) earlier than previously estimated.

Event description:
Boston scientific received information that this pacemaker had a couple of years longevity during the last visit. Upon device check-up, elective replacement indicator (eri) was reached. Boston scientific technical services (ts) discussed a small change in impedance can switch from a higher longevity bin to a lower longevity bin. Additional information indicates that the device did not exhibit premature battery depletion (pbd). The device was explanted due to normal battery depletion. No additional adverse patient effects were reported.